Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument and completed failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Clip test was not performed successfully as the severely bent clip applier did not allow clips to be placed in it. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips would not engage properly with the medium-large clip applier instrument. When the clips did engage, they were coming out crooked. The procedure was completed with no reported injury.